Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device failed the dso (downstream occlusion) calibration. Found during testing. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
One device was received for evaluation. Functional testing was unable to duplicate the reported problem. The downstream occlusion (dso) sensor was calibrated. Upon further inspection, the dso seal was found to be not flush with the chassis. The dso seal was replaced. The device then passed all functional testing. The service history review had no indication that the complaint was related to a service of the device within the review period.